Event description:
It was reported that on 9/8/98, the iab was placed in a pt prior to valve replacement surgery. After surgery, the pump's gas alarms were noted, but the iab was not discontinued. On 9/15/98, removal of the iab was attempted but without success. Surgical removal was necessary, and a y-graft had to be placed in the vessel. The reason for placement of the y-graft is unclear.